Event description:
Boston scientific received information that during a follow up visit; this right ventricular (rv) defibrillation lead exhibited pacing impedances greater than 2,000 ohms. In addition, noise, increased thresholds, and decreased sensing were noted on the lead. A revision procedure was performed; the lead was surgically abandoned and replaced with a competitor lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead will not be returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.